Manufacturer narrative:
"(B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. Reference complaint (B)(4)".

Event description:
"On (B)(6) 2011 the ssu representative at maquet (B)(4) reported that after 15 minutes of starting the operation the hcu 30 serial number (B)(4) beeped continuously and the display on the cardioplegia side went blank, and the cardioplegia circuit stopped working. The error display showed a sensors-card pump error 4. When the machine was restarted it worked again for 15 minutes and the above error repeated. Reference complaint (B)(4).